Event description:
Same case as MFR's report # 6000089-2007-00346. It was reported that during an iliac stenting treatment procedure, stent removal difficulties were encountered. The customer reported that, the "pt has stenosis in both common and external iliac. [The physician] tried to get across lesion using express ld. Could not get across and when he tried to take out the express ld, the stent came off the delivery catheter. Luckily, the stent was sitting on the guidewire and [the physician] was able to capture it with a small balloon and deliver it to a desirable location. [The physician] then decided to predilate the target vessel. He did so, and then he went back in with another express ld (same size and same lot #) and the same thing happened again. Again, he was able to capture the stent and deploy it in a good location. No harm or damage to the pt. Outcome was good. He decided to quit the case there." It was further reported that the lesion being treated was described as a tight and calcified. It was accessed with a 6f introducer sheath from the left groin. The common iliac diameter was 7mm and tortuous. There were no difficulties navigating the system through the sheath. The implanted stents were overlapped and were post-dilated with a 4x2mm balloon. The final result was that the stents were well positioned and well apposed proximal to the target lesion in the common femoral. The procedure was successful. The pt was asymptomatic at the time of the event. Current pt status is reported as "fine."

Manufacturer narrative:
The customer reported that the stent remains implanted and the delivery device will not be returned; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.